Event description:
A customer reported that following an intraocular lens (iol) procedure, a pt was experiencing blurry vision. The lens was exchanged approximately six weeks following implant. Additional info has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints in the lot number. Attempts have been made to obtain additional info by phone, fax, and email. A completed questionnaire was not received. (B)(4).